Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4) and for cx is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) had a hole from wear and was worn to the filament. The pump did not pass the functional activation tests. Leaks were identified. Based on analysis results, the identified hole in the pump could have caused or contributed to the reported clinical observation of hole/perforated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.